Event description:
The customer implanted the CT lucia 602 lens on (B)(6) 2023. It was reported that the superior haptic was not fully embedded. There was a gap from the end of the haptic to where it should be embedded within the optic. Due to an improperly staked haptic, the iol was able to rotate. It took multiple attempts to reposition the iol, and added nearly an hour to the procedure. This iol was explanted on (B)(6) 2023, and a backup zeiss lens was implanted the same day without complication.

Manufacturer narrative:
It was stated by the customer that there was no damage noted to the device during preparation for use. Based on the information provided, the risk assessment for the lucia product, and our experience, we have determined that the following factors may have caused or contributed to the reported issue, but are not limited to: · lens placement technique. · loading strategy. · accessory device support. · poor handling during folding and inserting. A review of the device history records did not reveal any non-conformance's that would have contributed to the reported event. The DHR review indicates that the lenses were processed per standard operating procedures and met all final release specifications. Additionally, a query of complaint-handling database revealed no indication of a lot specific product quality deficiency. There is no indication of a product quality issue with respect to manufacturing, design, or labelling. Our lenses are 100% thoroughly inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.